Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device had an air bubble that was detected, and the patient cannot resume the infusion after receiving the message. Despite repriming the pump and attempting to clear the air, the infusion cannot proceed. This issue occurred with two different patients infusing two different types of medication using the same tubing. The problem persisted across several serial numbers and pumps. Even after replacing the pump for the patient, still encountered the same exact issue. No patient harm was reported.

Manufacturer narrative:
H2) device evaluation: d3 manufacturing establishment name updated. H3, h6: no product was returned. The reported complaint could not be confirmed. If the product is returned this complaint will be reopened for further investigation. Service history review identified the complaint was not related to a previous service of the device within the review period.